Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The patient received a new base and the seat pivot post wasn't fitting properly.